Manufacturer narrative:
.

Event description:
Procedure type: lap appendectomy. According to the reporter: part of the cannula broke off while exchanging ets flex 35mm instruments. The broken piece was recovered. No patient injury was reported.